Event description:
It was reported that during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes there was a low draw. The following information was provided by the initial reporter, translated from japanese to english: this is a report about low vacuum of tubes from a vendor. According to the report, some tubes didn't draw enough volume of blood.

Manufacturer narrative:
H.6. Investigation: bd received a sample from the customer for investigation. The sample was evaluated by functional testing and the indicated failure mode for underfill with the incident lot was observed. There was no damage found on the cap and tube. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes there was a low draw. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about low vacuum of tubes from a vendor. According to the report, some tubes didn't draw enough volume of blood.